Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation with the cannula cap detached from the cannula tabs and missing. Visual and functional examinations revealed no straps inside cannula shaft, no damages on the internal components and the device worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and absorbable straps were used. During the evaluation, it was noted that the device was returned fully dispensed and with the cannula cap detached from the cannula tabs and missing.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.